Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic log noted a vent inop occurrence due to an oxygen motor error. The fse reported the pcbas were found to be seated properly and the unit passed extended self testing. The fse informed the customer of the testing and discussed replacement of the main pcb board to address the findings the customer declined service completion and reported to the fse that the ventilator will be permanently removed from use.